Manufacturer narrative:
Examination of the returned device confirms the reported device fracture. The item was tested on a calibrated rockwell hardness tester and was found to be within specifications at 48 hrc with no cylindrical correction added. Based on previous investigation and the hrc reading of the returned sample, the investigation concluded an overload condition most likely to be the contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During left total knee replacement, drill pin broke off inside patients knee. X-ray performed. Recorded in notes, pin left insitu.